Event description:
It was reported that patient underwent initial bilateral total knee arthroplasty on (B)(6) 2014. During the procedure, after the right knee had been completed and the left knee begun, it was realized that the left components had been placed in the right knee. The right knee was reopened and the original components were removed and replaced with the correct sided components. As a result, there was a 30 minute delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." (B)(4).